Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the data from the pump was downloaded using a test pc with windows xp and diasend. The pump was connected to diasend and a status screen gave the message "retrieving data from the device". After several minutes, diasend stated that the download was complete. A review of the upload shows data captured from the pump and correctly matches that data that was in the pump. There are no alarms related to the complaint found in the pump history. A review of the pump history shows alarms and warnings indicative of typical pump use. The pump was exercised for 24 hours with no issues occurring. There was no defect found on investigation. The complaint could not be confirmed or duplicated.

Event description:
The reporter contacted animas on (B)(6) 2012, alleging that there was no "data" in the pump to download. The reporter stated that she had contacted diasend several times regarding this issue and they were unable to help her. The reporter did not have the insulin pump available at the time of the call for customer support to troubleshoot the issue and the reporter was asked to call back to perform troubleshooting when the pump was available. When questioned, the reporter denied the pump resetting time and date with battery changes. Customer support attempted to contact the reporter several times to follow up without success. There was no reported adverse event associated with this complaint. This complaint is being reported because of the alleged history/settings malfunction that remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.